Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation contamination was found inside the charger/modem. The liquid contamination shorted diode, d2 on the bedside board. The cause of the inability to recognize a battery pack is the contamination on the battery board and shorted d2 on the bedside board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not recognize a battery pack. The last patient to use this charger/modem did not report any deficiencies.